Event description:
The patient contacted lifescan in 2005 and alleged that the one touch ultra meter was reading inaccurately high. A patient reported blood glucose results of 245 mg/dl with a lifescan meter and 152 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. During troubleshooting with the customer service agent, the patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Therefore, this case is reported as a product malfunction.